Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s husband reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 445 mg/dl at the time of the incident. Customer had nausea. Customer was treated with manual syringe. Customer had not alleged that the insulin pump was under delivering. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The device will not be returned for analysis.